Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a left lateral lobectomy of the liver, the device was not able to clamp the glisson system and the hepatic venous system when the device was used to sever. Another brand of the device was used to complete the procedure. There was no patient injury.